Manufacturer narrative:
Section d4: catalog number and UDI corrected. Section h6: health effect - impact code: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a right ventricular infarct. The patient was placed on a right ventricular assist device (rvad) on (B)(6) 2023.the patient's initial rvad was converted to a central cannulation on (B)(6) 2023. Care was withdrawn due to multisystem organ failure.

Manufacturer narrative:
Section d6a: corrected. Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump, lot number l07723-la8, and the reported multi system organ failure and patient outcome could not be conclusively established through this evaluation review of the device history record (DHR) for the centrimag blood pump, lot number l07723-la8, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.